Event description:
It was reported that during a diagnostic lap procedure, while resecting lesions, a piece of the device broke off and fell into the pt. The piece was not retrieved. Not sure how the case was completed.

Manufacturer narrative:
Date sent: 9/25/2007. Info not available, device not returned for analysis.